Manufacturer narrative:
The reported event was confirmed, as a manufacturing-related. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley was received. Visual inspection of the sample noted no obvious visible defects were observed. The catheter balloon inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but inflated with difficulty. The balloon was dissected to find that the inflation notch was not completely perforated. The root cause for this failure mode was due to "inadequate pressure on the machine to punch." The product used for the treatment. The device did not meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.]. 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. Contraindications. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients: patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter difficult to inflate during the pretest. Per additional information received via email from the ibc on (B)(6) 2020, it was stated that there was no obvious damage to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to inflate during pretest. Per additional information via email from ibc on 02oct2020, it seemed that there was no obvious damage.